Manufacturer narrative:
H6: investigation summary. No product or photo was returned by the customer. The customer complaint of fluid blockage - complete occlusion could not be verified due to the product not being returned for failure investigation. A device history record review for model 22003e lot number 20109558 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10.

Event description:
It was reported that the pressure rated ext set bonded ss 8.5" experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 22003e-07, batch/ lot #: 20119558. I have an additional lot number this morning from last night ¿ same issue, won¿t flush lot (10) 20119558.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pressure rated ext set bonded ss 8.5" experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 22003e-07. Batch/ lot #: 20119558. I have an additional lot number this morning from last night ¿ same issue, won¿t flush lot (10) 20119558.